Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient fainted due to a loss of capture. It was observed the right ventricular (rv) leadless pacemaker (lp) dislodged to the rv apex. An attempt was made to retrieve the lp, however was unsuccessful. It was suspected the inability to retrieve the lp was related to the device being stuck in a difficult position due to the patient anatomy. A new leadless pacemaker was implanted to resolve the event. The patient was stable.